Manufacturer narrative:
Reported event: an event regarding a failed reamer verification checkpoint involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 238 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209233 ) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibia peg hole shift. There are two other events related to tibia peg hole shift (pr (B)(4) and action (B)(4)). Complaints related to this part number will be tracked through quarterly trend #(B)(4). Conclusion: during investigating the session file and lag data, the 6.01mm accuracy for the tibia checkpoint matches the out of tolerance registration stated in the event details. The new registration resulted in a 0.30mm tibial accuracy, which is within tolerance. However, multiple warnings indicting ¿tracker moved too fast¿ occurred during tibia bone preparation. It is possible the tibia tracker moved sometime during burring but cannot be verified without checkpoint verification after the warnings occurred. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tibial array was moved, all the information was re-registered. After burring the post holes for the baseplate surgeon noticed that it was shifted from planned. Surgeon pulled manual instruments and re-drilled the post holes. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tibial array was moved, all the information was re-registered. After burring the post holes for the baseplate surgeon noticed that it was shifted from planned. Surgeon pulled manual instruments and re-drilled the post holes. The case was completed successfully.